Manufacturer narrative:
This event was already reported on in manufacturer report reference number: 1627487-2019-08030.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation codes will be provided in the final report.

Event description:
It was reported that the ipg was inoperable. The patient had not had stimulation for over three years. The patient underwent surgical intervention during which the ipg was explanted and replaced.